Event description:
Procedure type: unknown. According to the reporter: after applying the device, the surgeons performed an air test and no bubbles were observed. The patient was presented to ER approximately 5 days after discharge with septic shock. A CT scan revealed bubbles in tissue surrounding anastomosis. The surgeon on call elected to re-operate and re-do the anastomosis. No further details were provided.